Event description:
After insertion and flushing of the device with a preserved saline solution the pt stated, "I feel funny". The pt complained of a burning sensation in the mouth, face was flush, and she felt woozy and lightheaded. The pt was laying supine and was not expressing anxiety. The catheter was immediately removed and the pt symptoms were resolving when the dr ordered hismanal 10mg and zantac 150mg times one dose. The pt did not require any add'l resticks and treatment was completed with a peripheral line that was already in place.

Manufacturer narrative:
Date sent to FDA: 10/11/96. H2 - johnson & johnson medical, inc. Has decided to discontinue MFR and sale of the streamline, landmark and centermark brands of i.v. Catheters as of 9/18/96.